Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of visible foam. There was no serious patient harm or injury. There ws no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, there was evidence of foam degradation. Error code 53 (indicating an issue with the pca) was found in the device log history.